Manufacturer narrative:
Device evaluation: one device was returned for investigation. The tamper seal was not broken or removed. Visual inspection noted this device was used and decontaminated. Device did not come in original box. Physical condition of the device has old adhesive stuck on front housing. Review of the error/event history log found "9/5/2023 13:46:41 pm high alarm displayed: cassette not attached properly". The complaint was confirmed. Functional testing was able to duplicate the issue. When inserting a cassette, the device alarmed "cassette not attached properly". Root cause was attributed to an inoperable down stream occlusion (dso) sensor. What caused the damage to the sensor could not be determined. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Replaced the dso sensor.

Event description:
It was reported, that the pump has unknown issue. No adverse patient effects were reported by the customer.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available.